Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 08/11/2020. Investigation conclusion: after the inspection of the sample provided by the customer with the mrb team, it was reviewed the list of material used for the lot 20068463 reported under this complaint. Due the model 3100-004-03 is conform by the component tc10008260, it was performed a review of the DHR of the lots used. However, it was not found qns reported during the molding process. However, it was noted that for the lot 20118a4441 were to be produced 75,000 pcs, nevertheless were only produced 16,000 pcs. Due this, a reviewing of maintenance work orders from april 26th, 2020 to april 27th, 2020 was performed for the machines where the lots implicated were molded. According with the samples received, it has a visible embedded contamination. After reviewing the process and documents related to the manufacturing of the lot reported, the potential causes for the contamination were detected: a potential cause is the temperature increased due to excess of oil in machine pe-1107-0040, machine where the tc100008260 was manufactured, pieces that are the finish good 3100-004-03 reported under the complaint pr 385345. Another potential cause was a possible bad segregation of the material after the machine re-starts. A quality alert was generated on 17/august/2020 to indicate personnel what to do when: molding technician: after an adjustment or fixing of a mold. Machine operator: during sampling, every 3 hrs. Quality inspector: during inspection. No additional corrective or preventive actions were required since that the identified as a root cause was attended immediately under a maintenance work order (ot#6835 )and it was found to be an isolated occurrence with no trend in last 12 months. H3 other text : see h10

Event description:
It was reported that nac top was contaminated. The following information was provided by the initial reporter: material no: 3100-004-03 batch no: 20068463. It was reported that during incoming inspection of valve caps it was noted that one sample was contaminated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nac top was contaminated. The following information was provided by the initial reporter: material no: 3100-004-03 , batch no: 20068463. It was reported that during incoming inspection of valve caps it was noted that one sample was contaminated.